Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had fm.

Manufacturer narrative:
Additional information: a review of the device history record was completed for batch 7121763 reorder number (B)(4). Product was manufactured at the bd sumter site may, 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had fm.